Event description:
Additional information was provided that the patient later passed away. The device was subsequently explanted and returned for analysis approximately four months later.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. The device's life cell capacity and current drain were within normal variation. A review of the device's memory log confirmed the elective replacement indicator (eri) and the reported end-of-life (eol) associated with a 45 second charge timeout fault. The device triggered eri in (B)(6) 2010 and was beyond the recommended replacement timeframe (per labelling) at the time of death. Due to the returned battery status and increased cell impedance at eol, the device was unable to charge and deliver a maximum energy shock. The device was programmed to 5 joules. The device successfully charged and delivered the programmed energy. The device passed pacing and shock impedance testing. Pacing, sensing and shock functions were verified through manual testing. It was concluded that this device performed normally throughout laboratory testing commensurate with the device's battery status. A save-to-disk was performed and the data was reviewed by technical services. Daily measurements (dm) up until the time of death and at last in office check in (B)(6) 2011 were consistent and normal. An episode review identified a probable dual tachycardia or svt (supraventricualr tachycardia) with aberrancy. Additionally, the patient exhibited some wenckebach at higher rates. The measured charge times were long but not long enough to trigger eol. The charge times ranged from 27.6 sec in episode#98 up to 45.1 sec in episode#122. The time between these episodes is approximately two hours. Once the charge timeout fault code occurred, the device triggered eol. At that point, the device would not have delivered the programmed 5 joule shock or the antitachycardia pacing (atp). The shocks do convert the rhythm after the initial divert following the charge timeout. The device's detection and sensing capabilities appeared to be normal.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was found unresponsive. The device was later interrogated and was found to have reached end of life (eol) due to a charge time (CT) of greater than 30 seconds. The device had also exhibited a fault code 01 due to the long CT. Technical services (ts) was asked to review the electrograms (egms) and noted it appeared to show a dual tachycardia. They noted an atrial tachycardia with ventricular tachycardia (vt); however, the rhythm was not 1:1. Ts noted several anti tachycardia pacing (atp) followed by shocks which converted they rhythm; however the vt restarted and was redetected, and shocks were delivered again. It was noted that the patient was later in normal sinus rhythm. Additional information was provided that patient was now in palliative care and tachycardia therapy was disabled. It was noted that the patient suffered a massive stroke accounting for the syncope.